Event description:
It was reported that during a procedure involving the axium prime bare hx 2mm x 4cm extra, there were issues with coil resistance and the coil becoming stuck in the catheter, specifically at the catheter hub. The coil was also reported to be damaged. The devices, including a microcatheter (echelon 14), were prepared as indicated in the instructions for use. However, the coil could not be pushed into the catheter. The catheter was not damaged, and the accessory devices used in the procedure will not be returned for investigation as they were used during the procedure. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Additional information received that the coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime outer carton and within an opened axium prime inner pouch. The echelon-14 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The axium prime pusher was found bent at ~154.5cm from the proximal end. The implant coil was found broken at the detach element. The proximal portion of the implant coil was found extending out the proximal end of the introducer sheath. The axium prime implant coil was found damaged and stretched within and outside the introducer sheath with the polypropylene filament broken. Testing/analysis: the axium prime device could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, micro catheter damage, or use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub). The returned axium prime coil was found damaged/stretched. It is possible the damage occurred during the attempt to push the coil into the micro catheter hub against the reported resistance. The implant was also found broken, however, it is likely the break occurred during the attempt to retract the implant out of the hub and into the introducer sheath as a break prior would leave the implant still within the micro catheter. As the echelon-14 micro catheter used in the event was not returned for analysis, any contribution of the echelon-14 micro catheter towards the resistance could not be assessed. The axium prime coil is compatible for use with the echelon-14 micro catheter as the echelon-14 micro catheter has an inner diameter of 0.0165¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.